Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 718mg/dl. Troubleshooting was performed. It was stated that the customer was changing the site and he was throwing up several times as well his breathing was heavy. The alarm history was reviewed and found low reservoir alarms. The bolus history revealed that the customer boluses once or twice a day and the prime history did show that the customer was not priming every two to three days as he should. Instructed the mother to run a manual prime test and the insulin did exit. Advised the caller to call back when the tubing clamp arrives to continue testing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.